Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct during catheterization for gallstones procedure performed on (B)(6) 2018. According to the complainant, during sphincterotomy, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 44, with the same generator and active cord used. There were no patient complications reported as a result of this event.